Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device was in used condition. This device has not been serviced in the past 12 months. There was no applicable evidence to review in event history log. Functional testing was performed, and the reported problem was verified. The cause of the problem was a nonfunctional air detector. Replaced air detector to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line sensor was unresponsive. There was no patient involvement.